Event description:
Placement of right anterior chest wall tunnel dialysis catheter using ultrasonic guidance. The patency of the internal jugular vein was confirmed with ultrasound. When performing the internal jugular access, the micropuncture sheath snapped off inside the patient. The physician was able to remove the sheared off piece with no harm to the patient. Both pieces were retained; packaging was discarded. The catheter appears to be broken approximately 1/2 inch past the hub. The department supervisor contacted the manufacturer and returned the device to them for further inspection. The physician did not have difficulty performing the procedure & has performed many of these kinds of procedures. The patient does have a very thick neck.